Event description:
The healthcare professional (hcp) of the pt (pt) reported the pt developed a hydrocele while using the homechoice pro cycler for apd therapy. The hcp reported that the pt had received apd therapy using the cycler with no issues for over 1 week. In 2002, the hcp increased the pt's programmed fill volume from 150mls to 160mls. After therapy was performed with the increased fill volume, it was noted that the pt's scrotum had increased in size. The pt was examined on 1 day later and was diagnosed with a hydrocele. The programmed fill volume was then decreased back to 150mls. In 8/02, the pt was admitted to the hosp with respiratory distress and dehydration, which the hcp relates to the pt's preexisting congenital issue of immature lungs. As a result, the pt's fill volume was decreased to 90mls, the pt was placed on capd exchanges and surgery for the hydrocele was delayed until 9/02. The pt has since recovered and has been placed back on apd therapy using the homechoice pro cycler.